Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement (eri) indicator. There is concern that the battery depleted earlier than expected.